Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 49 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2021, 2464 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (partial hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("chronic pain") in a 49 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), postmenopausal haemorrhage ("recurrent postmenopausal bleeding"), stress urinary incontinence ("urinary stress incontinence"), cervical dysplasia ("low-grade squamous intraepithelial lesion of the endocervix"), endometriosis ("right ovarian endometriosis") and pelvic adhesions ("mild pelvic adhesive disease") and was found to have uterine leiomyoma ("a 3 cm uterine fibroid."). The patient was treated with surgery (essure removal via total laparoscopic bilateral salpingo-oophorectomy on (B)(6) 2022). At the time of the report, the outcomes for these events were unknown. The reporter considered cervical dysplasia, endometriosis, pelvic adhesions, pelvic pain, postmenopausal haemorrhage, stress urinary incontinence and uterine leiomyoma to be related to essure administration. The reporter commented: discrepancy noted in insertion date (B)(6) 2014 & (B)(6) 2009. Discrepancy noted in removal date (B)(6) 2022 & (B)(6) 2021. Essure removal details on (B)(6) 2022 (per mr) preop diagnoses: 1. Recurrent postmenopausal bleeding; 2. A 3 cm uterine fibroid; 3. Urinary stress incontinence; 4. Low-grade squamous intraepithelial lesion of the endocervix, essure in place (the patient thinks this is causing problems). Postop diagnoses: 1. Recurrent postmenopausal bleeding.; 2. A 3 cm uterine fibroid.; 3. Urinary stress incontinence.; 4. Low-grade squamous intraepithelial lesion of the endocervix, essure in place (the patient thinks this is causing problems).; 5. Mild pelvic adhesive disease; 6. Right ovarian endometriosis procedure: 1. Total laparoscopic; 2. Bilateral salpingo-oophorectomy; 3. Cystoscopy.; 4. Vaginal sling urethral suspension. Findings: a 3cm right fundal intramural fibroid; pelvic adhesive disease involving right fallopian tube to posterior uterus and sigmoid to posterior uterus with filmy adhesions; a 2-3 mm area of endometriosis on right ovary; specimens: cervix, uterus and ovaries. Description: within the cul-de-sac, there were filmy adhesions of the sigmoid to the posterior side of the uterus. The right fallopian tube was adhered to the backside of the uterus with filmy adhesions. The right ovary had a 3-4 mm area that appeared to be endometriosis due to its 'blue" appearance. The left adnexa was normal. The infundibulopelvic pelvic ligaments were divided. The attachments of the ovaries and fallopian tubes and the pelvic sidewall were transected. Patient taken to recovery room in stable condition. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: surgical pathology.specimens: uterus, cervix, bilateral fallopian tubes and ovaries. Pre diagnoses: postmenopausal bleeding. Clinical data: patient is in chronic pain and is suspicious it is due to essure device. Essure device to be located within specimen. Final diagnoses: uterus, cervix, bilateral fallopian tubes and ovaries cervix with patchy low-grade squamous intraepithelial lesion (cin-1) properly controlled immunostains for p16 and ki-67 support the diagnoses, proliferative endometrium, no evidence of hyperplasia or malignancy. Myometrium with one intramural leiomyoma within the right and left cornu, tubal ligation wire ( essure) identified, both benign fallopian tubes with no significant diagnostic abnormalities. A benign paratubal cyst on the left side. Both benign ovaries with a few cortical cysts. Gross description: within left and right cornua, tubal ligation wire is identified. Concerning the injuries reported in this case, the following ones chronic pain, postmenopausal bleeding, uterine fibroid, stress urinary incontinence, low grade squamous intraepithelial lesion, endometriosis of ovary, pelvic adhesions were described in patient medical records. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-jun-2023: medical records received and the follow information were included, other health professional's reporter, lab data, essure stop dated updated from (B)(6) 2022 to (B)(6) 2022, previous event medical device removal updated to pelvic pain female, non-drug treatment notes updated from partial hysterctomy to essure removal via total laparoscopic bilateral salpingo-oophorectomy on (B)(6) 2022, new events postmenopausal bleeding, uterine fibroid, stress urinary incontinence, low grade squamous intraepithelial lesion, endometriosis of ovary, pelvic adhesions, international medical device regulators forum annex e and f updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 49-year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2021, the patient underwent medical device removal (seriousness criterion intervention required), 6 years 8 months after insertion of essure with partial hysterectomy. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 24-nov-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("chronic pain") in a 49 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), postmenopausal haemorrhage ("recurrent postmenopausal bleeding"), stress urinary incontinence ("urinary stress incontinence"), cervical dysplasia ("low-grade squamous intraepithelial lesion of the endocervix"), endometriosis ("right ovarian endometriosis") and pelvic adhesions ("mild pelvic adhesive disease") and was found to have uterine leiomyoma ("a 3 cm uterine fibroid."). The patient was treated with surgery (essure removal via total laparoscopic bilateral salpingo-oophorectomy on (B)(6) 2022). At the time of the report, the outcomes for these events were unknown. The reporter considered cervical dysplasia, endometriosis, pelvic adhesions, pelvic pain, postmenopausal haemorrhage, stress urinary incontinence and uterine leiomyoma to be related to essure administration. The reporter commented: discrepancy noted in insertion date (B)(6) 2014 & (B)(6) 2009 discrepancy noted in removal date (B)(6) 2022 & (B)(6) 2021. Essure removal details on (B)(6) 2022 (per mr) preop diagnoses: 1. Recurrent postmenopausal bleeding; 2. A 3 cm uterine fibroid; 3. Urinary stress incontinence; 4. Low-grade squamous intraepithelial lesion of the endocervix, essure in place (the patient thinks this is causing problems). Postop diagnoses: 1. Recurrent postmenopausal bleeding.; 2. A 3 cm uterine fibroid.; 3. Urinary stress incontinence.; 4. Low-grade squamous intraepithelial lesion of the endocervix, essure in place (the patient thinks this is causing problems).; 5. Mild pelvic adhesive disease; 6. Right ovarian endometriosis procedure: 1. Total laparoscopic; 2. Bilateral salpingo-oophorectomy; 3. Cystoscopy.; 4. Vaginal sling urethral suspension. Findings: a 3cm right fundal intramural fibroid; pelvic adhesive disease involving right fallopian tube to posterior uterus and sigmoid to posterior uterus with filmy adhesions; a 2-3 mm area of endometriosis on right ovary; specimens: cervix, uterus and ovaries. Description: within the cul-de-sac, there were filmy adhesions of the sigmoid to the posterior side of the uterus. The right fallopian tube was adhered to the backside of the uterus with filmy adhesions. The right ovary had a 3-4 mm area that appeared to be endometriosis due to its 'blue" appearance. The left adnexa was normal. The infundibulopelvic pelvic ligaments were divided. The attachments of the ovaries and fallopian tubes and the pelvic sidewall were transected. Patient taken to recovery room in stable condition. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: surgical pathology.specimens: uterus, cervix, bilateral fallopian tubes and ovaries. Pre diagnoses: postmenopausal bleeding. Clinical data: patient is in chronic pain and is suspicious it is due to essure device. Essure device to be located within specimen. Final diagnoses: uterus, cervix, bilateral fallopian tubes and ovaries cervix with patchy low-grade squamous intraepithelial lesion (cin-1) properly controlled immunostains for p16 and ki-67 support the diagnoses, proliferative endometrium, no evidence of hyperplasia or malignancy. Myometrium with one intramural leiomyoma within the right and left cornu, tubal ligation wire ( essure) identified, both benign fallopian tubes with no significant diagnostic abnormalities. A benign paratubal cyst on the left side. Both benign ovaries with a few cortical cysts. Gross description: within left and right cornua, tubal ligation wire is identified. Concerning the injuries reported in this case, the following ones chronic pain, postmenopausal bleeding, uterine fibroid, stress urinary incontinence, low grade squamous intraepithelial lesion, endometriosis of ovary, pelvic adhesions were described in patient medical records. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 12-jul-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.